Event description:
The blood leak occurred at the starting of hemodialysis treatment. The leakage was observed visually and by the test strip. The blood loss was about 240cc because the blood inside the dialyzer and tubing was discarded with the extractor portal set. The pt was well and no medical treatment was given.